Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a screw had backed out. A revision was done to replace the screw. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images 3 lateral views of lumbar spine. Image 1 shows grade I spondy at l4/5. Anterior spurring at l3/4 with wide disc. Image 2 shows l4/5 tlif at l4/5 partial reduction of spondy at that level. L4 screws are malpositioned above pedicles and partially within disc. Screws appear to be too short. Image 3 shows revision with better l4 screws trajectory. Possible cement augmentation now within l4 body.

Manufacturer narrative:
Additional information: a review of radiographic images show that the first two films show prep degenerative spine with grade one spondylolisthesis. Stenosis can not be verified. Osteopenia is evident. First set of postop films show a one level construct at l4 with two capstone spacers in a plif configuration. The next set show fracture of the superior endplate of l4 with displacement of the screws through the l4 body and into the l3/4 disc space. The next set shows augmentation of the screws with pmma at both levels and change of the inter body device presumably to an alif perimeter cage. A CT reconstruction then shows a recurrence of loss of fixation of the l4 screws and lastly a removal of instrumentation. This appears to be a failure of bone stock in the l4 body. No issues with instrumentation or technique identified.